Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that as the patient looked down, the infusions set's tubing came out of the cap during patient's normal routine. This issue occurred for the third time. The site location was patient's abdomen and the pump was located to the right side in relation to the site. Moreover, the infusion had been used for the second day. Reportedly, the infusions were stored in the closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 278 mg/dl. No further information available.